Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 animas customer technical support received additional information on this complaint. The patient reportedly did not fill the cartridge correctly in accordance with the user guide. The patient reportedly is being educated again on proper fill technique.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, animas received notification that insulin continuously precipitated in very small doses in the area where the cartridge nozzle connects with a luer lock of the tubing. The patient reportedly experienced blood glucose (bg) measurements up to 15mmol/l with no reported symptoms. Customer technical support has made multiple attempts to obtain additional information, if additional information is received a follow up will be submitted. The reported bg value does not meet the animas criteria of an adverse event. This complaint is being reported due to the reported issue above that remained unresolved.